Manufacturer narrative:
The device sample was not returned for eval at the time of this report.

Event description:
The event is reported as: the compressor is generating low flow. The alleged defect occurred during use by the end-user. No pt injury reported.